Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the atrial septal defect. It was reported that on (B)(6) 2015 one mitraclip was implanted successfully reducing the mitral regurgitation grade from 3 to 4 to grade 1 to 2. An echocardiogram on (B)(6) 2017 found mr grade 3 to 4; however, the clip was stable and attached to both mitral valve leaflets. The patient is very symptomatic due to the atrial septal defect that did not heal as expected after the mitraclip procedure. Treatment for the mr and for atrial septal defect, is being considered. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of (asd) atrial septal defect (atrial perforation), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of asd appears to be related to procedural conditions, as the sgc is advanced through the septum in order to gain access to the left atrium. There is no indication of a product quality issue with respect to manufacture, design or labeling.